Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms, including one that occurred during cartridge loading after customer received new cartridge from healthcare provider, and customer relied on multiple daily injections when pump could not be used. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, received education to always wait for mobile app prompts before removing or loading cartridges, and was instructed on storage mode and pump return procedures, while technical support confirmed pump details and warranty status and arranged shipment of replacement pump with updated software, advising customer to re-enter pump settings and reconnect continuous glucose monitor upon receipt.